Event description:
New information notes during replacement procedure, an unspecified insulation anamoly was observed on the right ventricular lead.

Event description:
It was reported that the symptomatic patient presented in clinic after receiving multiple inappropriate therapies from their implantable defibrillator. Upon interrogation of the device, noise and loss of capture were noticed on the right ventricular lead. The lead was capped and replaced on (B)(6)2017. The patient was stable after the procedure.